Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding act celite cartridge lot# s12254 that yielded five consecutive quality check code 31 (qcc), qcc 39 and qcc 22 while testing a patients. The customer states that the samples are collected in plastic syringes and the blood bank personnel are responsible for the running of the act cartridges for the cathlab. The 15% rate of quality check codes was over a two week period. The customer is returning cartridges for investigation. Per I-stat system manual (art: (B)(4)). Qcc 22: cartridge error - these codes occur only for coagulation cartridges if the mixing of the sample and reagent is compromised. This can be caused by an insufficient or clotted sample, or by air bubbles in the sample. Qcc 31: unable to position - the analyzer did not detect movement of sample across the sensors. This could be due to a clot in the sample (especially in neonates), to not closing the snap closure on the cartridge, or to an aberrant cartridge. Qcc 39: insufficient sample - this is most likely due to insufficient sample in the sample well of the cartridge, but can also be caused by bubbles in the sample. Try another cartridge and ensure sufficient sample is in the sample well. Based on the information available there is reason to believe that there is a higher than expected rate of failure. There are no injuries reported with this event.

Event description:
Na.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. Customer returns and retained cartridges were tested and are functioning according to specification.